Event description:
It was reported that there was unexpected longevity, with the device lasting less than six years. It was also reported that there was high rv (right ventricular) threshold. The device was explanted and replaced, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.